Manufacturer narrative:
The device was returned to edwards lifesciences for product evaluation and the following was observed: a longitudinal balloon burst was confirmed, propagates to a slight j shape on the proximal end, and no missing pieces. Due to the nature of the complaint, no functional testing was able to be performed. However, the complaint was confirmed through visual inspection. The inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from for the commander delivery system (all models and sizes) was performed with codes similar to the reported event. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification and complaints were identified as potentially similar events. There were no labeling/IFU inadequacies or manufacturing non-conformances identified. However, the following are potentially applicable to the complaint event: patient factors: calcification and procedural factors: over inflation of balloon. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was able to be confirmed from returned device evaluation. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported 'the valve was completely deployed prior to the balloon bursting'. Per the case notes provided, it was also mentioned that there was 'additional volume added into the inflation balloon.' Additionally, based on provided 3mensio, the patient exhibited some degree of calcification present on the leaflets and tortuosity. The presence of calcification and tortuosity can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Moreover, it was noted an additional volume was added to the nominal volume as per description summary. The prescribed nominal inflation volume is provided in the IFU. It is likely that the balloon burst once the balloon past the target fill volume. It is possible that these two factors combinedly contributed to the event. Available information suggests that patient factors (calcification/tortuosity) and procedural factors (over inflation of balloon) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
Per the field clinical specialist (fcs), during a tavr procedure for a 26mm sapien 3 ultra valve, during valve deployment, the commander delivery system balloon burst. The valve was completely deployed prior to the balloon bursting. Post dilatation was not needed. There were no complications as a result, the case went as planned with a successful deployment. There was no injury to the patient.